Event description:
On (B)(6) 2014, a (B)(6), female patient presented for an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunctions. It was reported post-procedure, on (B)(6) 2014, that the patient experienced a dvt in the common femoral artery of her leg. The patient was successfully treated with xarelto. It was reported the patient was doing well and suffered no permanent harm or injury to due to the event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been reported as available for return to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch report is not to report a device malfunction, but to report a patient outcome. Returned for assessment was a delta 15/30 unit (sn (B)(4)). The session log from the laser used during the event was reviewed for the procedure date. According to the log, three separate sessions were performed on this date. The maximum power delivered was 12 watts. The total joules delivered was with acceptable limits. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The customer's reported complaint description of dvt after a delta laser treatment is confirmed based on information provided by the treating physician. The patient was treated with aspirin and there were no lasting adverse effects or injury to the patient. Although the complaint is confirmed, a root cause cannot be determined. There were no reports of a generator malfunction during the procedure and the laser functioned as intended during routine service. The user manual, which is supplied to the user with this unit contains warnings and statements stating that dvts are a known procedural complication. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).